Event description:
It was reported the remote monitoring transmission showed atrial fibrillation episodes were there was intermittent undersensing of atrial fibrillation. The right atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.